Manufacturer narrative:
The remote service personnel who reached out to the customer, the customer stated they tried connecting other external speakers and still now sound. A quote was sent to the customer for further evaluation, however the quote was cancelled by the customer who stated that they have managed to get it working again. No other information was provided at this time. The product malfunction was unable to be confirmed because the customer stated that the quote can be cancelled and as they resolved the issue for now. No other information was provided. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
D4: serial number and UDI has been requested and unknown at time of report. E1: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitoring system has stopped emitting alarms. It worked on the screen but there's no sound, we've tried external speakers but they didn't work either.